Event description:
A customer reported that before an ophthalmic surgery tip of an ophthalmic knife was slightly bent. It was replaced with a new one, and the surgery was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).